Event description:
Elevated blood glucose levels [blood glucose increased] asymptomatic urinary tract infection. A pt who was introduced to an unduo insulin doser (insulin delivery device) on an unk date, reported that they experienced elevated blood glucose levels and subsequent hospitalization in 2004 for 3 days. On the day that the event began, the pt noticed that their blood glucose level increased shortly after they administered their insulin with the doser in question. Their blood glucose level ranged between 200-400 mg/dl that day, but they continued using the doser in question. Later the same day while the pt was out to dinner at a restaurant with their family member, they started "feeling bad," so they checked their blood glucose level with the induo meter and the result on the meter was "high." When they got home from the resturant their family member checked the induo user's manual to find out what a message of "high" on the meter meant. When they realized that this message meant the blood glucose level was between 500 - 700 mg/dl, the pt decided to go to the local emergency room to see what their blood glucose level actually was. Upon admission to the ER the pt's blood glucose level was 608 mg/dl so they were treated with IV fluids and an injection of novolog, 2 units, with a conventional insulin syringe. Their blood glucose level decreased after the injection, but did not normalize. They were then admitted to the hosp and were also diagnosed with an asymptomatic urinary tract infection (uti). The pt stated that they feel the uti may have contributed to their elevated blood glucose levels. During the hospitalization the pt used the doser in question to administer their own insulin injections while they underwent diagnostic testing for their cardiac status and recieved IV antibiotic therapy for their urinary tract infection. Except for the treatment that was rendered in the emergency room, the pt did not receive any further treatment for their elevated blood glucose levels other than the insulin that they administered to themselves with the doser in question. Although their blood glucose levels remained elevated during the hospitalization, they were discharged 3 days later. Once they were home, the pt began to use a back-up induo doser to administer their insulin and their blood glucose level decreased immediately. They then performed a function check on the doser in question to see if it was working and found that it did not deliver the correct amount of insulin. They later discovered that the batteries in the doser in question were dead and stated that they believe this is the reason why insulin had not been dispensing during their previous injections. The pt also stated that they had a history of brittle diabetes, but that prior to the event in 2004 their blood glucose level has never been higher than 600 mg/dl.